Event description:
The recent download from a (B) (6) male pt revealed excessive "pulse voltage fault" flags. Support contacted the pt and replaced the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was not confirmed. The abnormal shutdowns could not be duplicated. However, during testing the monitored failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The distributor received a replacement monitor.